Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the post implant the implantable cardiac monitor (icm) did not detect a lot of r- waves. The device was re-positioned, but the same results were obtained. The device was removed, and a new icm was implanted. No patient complications have been reported as a result of this event.